Manufacturer narrative:
(B)(4). Investigation results: visual examination of the complaint device revealed the inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge, but none of them showed abnormalities. Functional analysis was performed, and the balloon was able to be inflated; however, the balloon would not hold pressure due to a pinhole found at the distal ro marker. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, there was a leak on the balloon. Reportedly, the balloon was pulled out from the patient and it was noticed that the balloon would not hold pressure as there appeared to be a hole at the distal tip of the balloon. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of this event. Investigation results revealed the balloon found a pinhole; therefore, this is now an MDR reportable event.